Manufacturer narrative:
The subject device was returned to omsc. The evaluation is in progress. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the channel cleaning brush (bw-20t, olympus) was broken. The user tried to retrieve the broken part of the bw-20t with insertion of another brush into the channel, however the broken part of the bw-20t did not come out from the channel. Therefore the user concluded that the broken part of the bw-20t had already come out from the subject device. On the same day, the subject device was used to three procedures and the user completed the procedures without any problem. Three days after, the first procedure of the day was performed with subject device without any problem and the reprocessing was performed. After the subsequent procedure, the user found that the broken part of the channel cleaning brush came out from the subject device. There was no procedure using the endotherapy accessory with insertion into the instrument channel on all patients who underwent the procedure with the subject device. The procedures were upper endoscopies. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, we could not confirm any abnormality that caused the cleaning brush to break and remain on the scope side, so it is likely that there was an abnormality in the handling method or the cleaning brush side. It is difficult to identify the cause because the handling and brush condition before this event occurs are unknown. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.